Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site (B)(6) 2014. The patient's scs ipg was explanted and replaced with a new model ipg on (B)(6) 2014.